Event description:
A facility reported that the fixation points on the mayfield modified skull clamp (a1059) was loose. No information has been provided on patient involvement, injury, or surgical delay.

Manufacturer narrative:
Mayfield modified skull clamp (a1059) was returned for evaluation: failure analysis: upon investigation, it was discovered that this particular unit is 34 years old (manufactured in 1988), and cannot be repaired due to having obsolete parts. The unit is being returned to the customer unrepaired as it is beyond integra¿s 7 years recommended life cycle. Root cause: complaint confirmed, but functionality cannot be restored. The unit was received in used condition, and discovered to be 34 years old (manufactured in 1988) which is well beyond integra¿s 7 years recommended life cycle. Repairs cannot be performed on this unit to restore proper functionality. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.